Event description:
It was reported that the labeling ('blue ink') on an unspecified amount of solution set with duo-vent spike packages were smudged. This was observed when the packaging was wiped down with alcohol prior to opening the packages. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph noted a blister with the printing information illegible. However, since the packaging labels are printed with a water-based ink, the printed information would come off if exposed to germicidal and sporicidal products; this is an expected characteristic of the product. The reported condition was verified. The cause of the condition is most likely due to user wiping with alcohol. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.